Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Initially the words "runaway error" were reported. According to the service order 43348560 dated on (B)(6)2020 a getinge service technicain confirmed the error message "runaway". The drive was running at apprimitaley 750 revolutions per minunte (rpm) when dialed at zero. The 701034051 rf control board pcba kit has been replaced. The unit was testes at various speeds. Both modes (rpm and liters per minute (lpm)) were checked. The stops and flows were checked. The device was cleared for clinical use. The 701034051 rf control board has been requested (RMA#41335) for further investigations at our life-cycle-engineering (lce). The rf control board was recevied on (B)(6)2020 . The lce investigation was performed on (B)(6)2020 under lce04408 with following results: the visual inspection of the control board was passed as no abnormality was observed. The function test showed that the control board shows significant deviations from the linear relation. Meaning that when the rotary knob is adjusted to 1500 rpm or lower the speed of the rotaflow drive (rfd) is higher, whereas for higher settings the speed of the rfd is not exceeding 3250 rpm. Resltuing in the error message "runaway". As the rotay knob and the rfd were proven to function normal the reason for this deviations has to be located on the control board. The ic31 is assumed to be responsible for the signal adulteration. To confirm the assumption that ic31 is responsible for this signal adulteration the reading of the oscilloscope where compared between the lce device and the control board for rotary knob settings of 0rpm and 5000rpm. The readinbg of the controal board differ significantly. The data acquisition component ic31 is defective. Most probable root cause could be determined as: statistical failure of ic32. The reported failure "runaway error" was discovered during start up of the device. The device was diretly involved in the event and not able to meet its specifications. The failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The rotaflow device displays the error message "runaway". Complaint ID: (B)(4).